Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using night aligners the patient reported, "it's cutting into the gums in the front and the back of the front teeth".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.